Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the motor was rusty and defective. The resistance values of the keypad and the protective earth resistance of the motor cable were out of tolerance. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the micro tornado hp w hand control device did not work. During in-house engineering evaluation, it was determined that the motor on the device was corroded. A replacement device was used to complete the surgery without delay. There were no adverse patient consequences reported. No additional information was provided.